Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The cycler alarmed with a "door handle not closed" alarm during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The exact cause of the alarm cannot be identified. The user's guide identifies probable causes of the alarm and provides adequate instructions for troubleshooting. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.